Manufacturer narrative:
Lot history record review: the catalog number and lot number were not reported. A ship history was conducted on the reported complainant, however, the complainant was not found in our system. A ship history was then conducted on the sales rep. This ship history showed the sales rep had received 5 nevertouch samples, catalog number 11402001-lot numbers 950690. The lot history records were reviewed for the above possible lot number, any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample is not available for evaluation. Conclusion: the complaint investigation is inconclusive. The reported complaint states an adverse event that appears to be caused by a pt condition and not a product failure. The pt had experienced similar symptoms about a month before the procedure. The follow up information has not been submitted to angiodynamics as of yet. It is not believed the product failed in any way as the reported complaint does not state any product defect and the complaint sample was not returned for evaluation. The instructions for use state: the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescense, non target irradiation, vasospasm, hemorrhage, necrosis, skin burns and pain. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
An .018 guidewire advanced through needle into vein below the popliteal area approx 3cm. The micro puncture sheath dilator advanced over the wire with no resistance. At this time, the pt stated "I do not feel well," her eyes rolled back, her hands went to her face, she demonstrated what looked like seizure activity, her arms came down and appeared to be in a colonic posturing with arms externally rotated and stiff, she had frothing at the mouth, her head was turned to prevent possible aspiration, when she became aware of us, she only remembered saying "I do not feel well." This lasted approx 1.5 mins. After talking to her in the waiting room, she revealed she had a fainting episode to a few months prior and taken by the ambulance to the ER. No reported complaint from physician or pt about our product.